Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reporting false negative reaction in the anti-a (forward portion) of mts abd monoclonal rev grouping cards mts lot# 091416037-12 exp 08.09.2017 in use since (B)(6) 2016 and 0.8% affirmagen. Testing was performed using the ortho provue analyzer and repeated in tube method. Patient with a previous history of a positive was tested (B)(6) 2016 getting the following results on provue: (B)(6). Customer testing with anti-a and anti-b bioclone. Because of the discrepancy with lot 091416037-12, customer repeated testing on ortho provue switching to a new lot of mts abd/rev gel cards lot #102816037-04 which showed the same results (see second report (B)(4)). Customer is concern about the gel cards and the failure to react in the anti-a well. Customer thinks the gel cards are not working well. (B)(6). Repeated testing to confirm blood type with a different lot of gel cards having the same results. Performed anti-a1 lectin testing with positive results.